Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found, as received, the device was at elective replacement indicator (eri). A longevity calculation found the battery depletion was premature based on the device usage. Electrical testing revealed high current drain from the hybrid. The cause of the failure event was isolated to the anomalous hybrid. No other anomalies were identified.

Event description:
This report is to advise of an event observed during analysis.